Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 43-45 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg.